Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported in a transcarotid artery revascularization (tcar) procedure, a short segment of posterior dissection occurred on the common carotid artery during the placement of the arterial sheath. The physician elected to repair the dissection with a surgical patch. The condition of the patient is stable.